Event description:
It was reported to baxter (B)(4) that 2 infusor lv 100 devices were leaking before use. This is report number 1 of 2. The devices were filled with 90 milligrams pamidronate when the leaks were observed. No additional information is available at this time.

Event description:
Baxter (B)(4) received a report that an intermate leaked into its packaging before patient use. The device was filled with a solution of 90 mg pamidronate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is not available. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reporter initially reported that the sample is available. However, the sample was inadvertently discarded before being sent to baxter. Therefore, the device was not evaluated, the reported condition could not be confirmed, and no root cause was identified. Per the customer, the lot number is unknown. Therefore, a batch review could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Reported complaints of leak show an unfavorable trend year over year, with annual complaint incidents per million increasing from 40 in 2009 to 369 in 2010. Baxter will continue to monitor similar reports to determine if further actions are required.